Event description:
During a code in cardiovascular lab, patient required defibrillation. Patient was defibrillated with 250 joules via 'hands off.' Unknown if patient received therapy. Another 360 joules was delivered. Doctor felt a 'shock' during delivery since he was touching patient. Then paddles were used for defibrillation at 360 joules. Patient's body was not responding. Another 360 joules were given x2. A different lifepak was obtained and used x2 with external paddles. Patient's body 'jerked' during delivery of 360 joules. The patient did regain a perfusing pulse.